Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill leaked black oil on the tip side. A small amount did go into the patient's mouth. They rinsed the patient's mouth with water and no affect to the patient. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill leaked black oil on the tip side. A small amount did go into the patient's mouth. They rinsed the patient's mouth with water and no affect to the patient. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for leaking a black substance was confirmed through disassembly and visual inspection. Through visual inspection, the drive shaft housing and spindle housing were confirmed to be affected by debris.